Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to inappropriate therapy. An invasive procedure was performed and the physician found excessive bending of the lead at the connecting port. A new rate sensing lead was implanted.